Event description:
It was reported that infusion set is not releasing plunger after air removal which led to high blood glucose and treated with correction using pump. The event occurred on (B)(6) 2026.

Manufacturer narrative:
Name: (B)(6) based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.